Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. After removing the batteries and the ac power adapter for a few seconds, the device could be powered on properly. In this state, the device use may cause a delay in providing therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper operation was observed through functional and performance testing when using the customer's batteries and ac power adapter. The device was subsequently returned to the customer. Physio further reviewed the downloaded device data and observed that the ac power adapter connected to the device was not communicating correctly with the lifepak 15 monitor/defibrillator. The reviewed data was consistent with reported event, that the device could not be turned on until all sources of device power were first removed and then reinstalled. The customer reported that the device is used with a sinewave power inverter. The likely cause of the reported issue was determined to be due to a failure of the accessory ac power adapter to communicate correctly with the lifepak 15 monitor/defibrillator. The customer was advised to replace their accessory ac power adapter. The customer was additionally advised of the following operating instruction warning regarding the use of the device with an inverter. Potential performance degradation physio-control has no information regarding the performance or effectiveness of the lifepak 15 monitor/defibrillator when the power adapter is used with a power inverter. It is the user¿s responsibility to verify that the monitor/defibrillator performs correctly when used with a power inverter.

Event description:
The customer contacted physio-control to report that their device would not power on. After removing the batteries and the ac power adapter for a few seconds, the device could be powered on properly. In this state, the device use may cause a delay in providing therapy, if it were needed. There was no patient use associated with the reported event.